Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Per the mw5062932, reported through the FDA voluntary event reporting process, the manufacturer was informed that the ob/gyn personnel inserted a saline infusion sonography catheter into the female patient for ultrasound. The device was removed and patient was sent home. The following day, the patient reported that a piece of white plastic fell out of her vagina. Patient returned to office to report and was very angry that a piece of the catheter was left in her to fall out. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications and trends was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: the "catheter is removed upon completion of ultrasound procedure." The instructions for use also state "note: upon removal of catheter, ensure that positioner is still on body of catheter. If still lodged in patient cervix, remove using forceps." Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Per the mw5062932, reported through the FDA voluntary event reporting process, the manufacturer was informed that the ob/gyn personnel inserted a saline infusion sonography catheter into the female patient for ultrasound. The device was removed and patient was sent home. The following day, the patient reported that a piece of white plastic fell out of her vagina. Patient returned to office to report and was very angry that a piece of the catheter was left in her to fall out. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.